Event description:
It was reported that the patient with this pacemaker system was experiencing high capture threshold and suspected loss of capture of the right atrial lead at heat beats of 30 beats per minute. The patient is atrium dependent; technical services was consulted and recommended reprogramming and evaluation options. The representative clarified that no loss of capture or pause in pacing were exhibited and that this was due to a miscommunication with the nurse. The issue was resolved reprogramming the system and the patient will continue to be monitored. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker system was experiencing high capture threshold and suspected loss of capture of the right atrial lead at heat beats of 30 beats per minute. The patient is atrium dependent; technical services was consulted and recommended reprogramming and evaluation options. The representative clarified that no loss of capture or pause in pacing were exhibited and that this was due to a miscommunication with the nurse. The issue was resolved reprogramming the system and the patient will continue to be monitored. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.